Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the device had an error code of 210.602 was confirmed by tech support. Tech support had a walk through with the customer and revealed the following, resolution: tech has error code 210.6021 on 8100 unit. Cause of the issue is the keypad failure is detected during the post. Will need to replace logic board on unit, confirm part number for logic board. High level steps/procedure: replace door assembly due to faulty keypad. Return to factory for repair. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn't determine the probable cause of the customer¿s reported issue.

Event description:
It was reported that the device had an error code of 210.6021. There was no patient involvement.